Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day it was reported that upon removal of the sensor, the patient¿s husband noticed that the sensor wire was missing from the wearable. When asked, the patient confirmed she did not experience any symptoms. Later that day, around 6 pm, they went to an urgent care clinic, and she had an x-ray which confirmed that the sensor wire remained in her skin. The physician made a small incision at the site and used an unspecified tool but was unable to remove the wire. The physician chose not to make a deeper cut since she was not a surgeon. The area was then cleansed and bandaged. The patient was given a prescription for an unspecified topical antibiotic cream (apply three times a day until completed). The patient opted not to consult a surgeon and stated she would leave the wire as is. At the time of the report, the incision site was slightly swollen and had a scab. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.